Manufacturer narrative:
Product complaint #:*(B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Our analysis lab received under (B)(4), mismatch information: expected (1) m8703; lot# 1019r8 but received (1) m8703; lot # 1044b4 and (1) epm8732; lot# 1037ae. Product received on apr/17/2025 under awb# 880431086807; from 5408 birch st roeland park, ks 66205. Per note a-12999054, the (B)(4) are related. Please confirm the pcf outcome regarding the m8703; lot # 1044b4 and the epm8732; lot# 1037ae received in this complaint. 1. Could you please clarify if the returned device belongs to this complaint? 1a. If yes, did a device malfunction occur during the same procedure? 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex additional devices have been received, however clarification is requested whether the products belong to this complaint.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported to the dl by sales rep that needle falls off of the suture. No adverse impact patient/user was reported. Device is available for return. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained via: 1. Could you please clarify if the returned device belongs to this complaint? No, same box and lot # 1a. If yes, did a device malfunction occur during the same procedure? Na 2. If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. No, same box and lot# 3. If the device was not reported before, please provide more details of device malfunction. Suture fraying, breaking, needle coming off of suture 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. Belongs to complaint. 5. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.